Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial:(B)(4), batch: 13557545.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of swelling and redness at the site were noted. The cause of infection was unknown, however, it was not caused by the device. The patient was placed an antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were discarded.